Event description:
It was reported that the patient underwent a fusion procedure on (B)(6) 2012. Surgeon performed a posterior lumbar interbody fusion ("plif") at l4-5 using rhbmp-2/acs and interbody fusion cages. Following the surgery, patient suffered injuries including pain, emotional distress, and mental anguish.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012 the patient underwent: posterior lumbar interbody fusion with pedicle screw fixation with the use of stealth technology. Preoperative diagnosis: recurrent herniated disc l4-5. Segmental instability l4-5. Acquired spondylolisthesis l4-5. As per op notes: ¿this having been performed, two 10x22 mm cages were utilized and countersunk into the intradiscal space under fluoroscopy. These were packed with autologous bone allograft and rhbmp-2/acs. Hemostasis was obtained without difficulty. Bone was placed both between the cages as well as laterally.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.